Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/13/2015 with the following findings: the keypad was found to be intact; no damage or peeling was observed. The up arrow, down arrow and ok keypad button symbols were worn, which is cosmetic and has no effect on insulin delivery function. The up arrow and contrast keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.